Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. As received, the belt receptacle was pulled from the monitor case, damaging the j1001 connector pins. The cause of the code 204 is the damaged receptacle and connector. The root cause of the damaged receptacle and wires is excessive force placed on the cable. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was displaying service code 204.